Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a pocket infection shortly after the generator change. No vegetation was noted on the leads. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted. The patient was in stable condition.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.